Event description:
Based on additional information received on 30-nov- 2017, the case was upgraded to serious as important medical event of device malfunction was added. (B)(4). This unsolicited case from united states was received on 30-nov-2017 from health care professional (nurse). This case concerns a (B)(6) female patient who received treatment with synvisc one and after an unknown latency was unable to bear weight and had severe pain in her left knee/stabbing and burning pain in her left knee. Also device malfunction was identified for the reported lot number. No past drugs, medical history, concomitant medication or concurrent condition was provided. Patient had her right knee injected a week prior without any problems. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (lot number: 7rsl021 and expiration date: 31- may-2020) for knee pain in left knee. On an unknown date in (B)(6) 2017, after unknown latency, patient experienced severe pain, unable to bear weight, and stabbing, burning pain that lasted 1-2 weeks in her left knee corrective treatment: not reported for unable to bear weight and had severe pain in her left knee/stabbing and burning pain in her left knee. Outcome: recovered for all events. (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 30-nov-2017 and 18-dec-2017 (both the information was processed together with clock start date of 30-nov-2017). The case was upgraded to serious. Additional event of device malfunction was added along with details. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 02-jan-2018: this case concerns a patient who suffered from weight bearing difficulty and left knee pain after receiving synvisc one injection from the recalled lot. Although exact event onset date has not been provided in the case, temporal relationship can still be established between the events and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the pharmacological plausibility of the events to the product cannot be excluded.